Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent minimum fill notifications occurred after filling the cartridge with 120 units of insulin. Additionally, it was reported that the insulin gauge was intermittently inaccurate. Reportedly, the pump supplies were changed to address the issue. There was no impact to customer¿s blood glucose.